Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer replaced the electrode and the probes. Calibration, qc, and ise checks were acceptable. This event occurred in gbr. (UDI) # (B)(4).

Event description:
There was an allegation of questionable ise indirect gen.2 sodium results for multiple patient samples from the cobas 8000 cobas ise module. Refer to the attachment to the medwatch for all patient data. The questionable results were reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.